Event description:
It was reported that prior to a popliteal artery stenting interventional procedure, the sutures of two proglide devices were successfully placed in the right common femoral artery using the preclose technique. The initial sheath size was 6f and the procedural sheath was upsized to 10f. After the interventional procedure was completed, a suture break occurred with one of the sutures. Another proglide device was advanced over the wire and the suture was successfully placed. Hemostasis was achieved with one of the successfully replaced sutures and the successfully placed suture of the third proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break while tightening the knot could not be confirmed, because the suture was not returned with the device. Inspection of the returned device indicated that the anterior cuff was detached from its needle tip during the plunger retraction as evidenced by damaged anterior needle barb. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.